Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
On (B)(6) 2009, the patient had a metal-on-metal right total arthroplasty to address arthritis. The patient then underwent on a total hip revision poly exchange on (B)(6) 2026 due to mechanically assisted crevice corrosion (macc). The patient also reported to have had some occasional stiffness in the right hip, elevated metal ions, worsening pain and has had some difficulty bearing weight. CT and MRI show complex fluid collection in the area of the right iliacus with extension down the psoas sheath to the lesser trochanter. MRI on (B)(6) 2025 also revealed smaller foci of heterotopic ossification of the lateral right hip. During revision, 30cc of murky fluid was obtained from the it fascia and was sent for culture. On entering the joint, significant local adverse tissue reaction was discovered, thus excised. Doi: (B)(6) 2009. Dor: (B)(6) 2026. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 (concomitant).